Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that wake button was delayed in responding to presses. In addition, it was reported that the pump time was inaccurate and that the touch screen timed out sooner than expected. Reportedly, the customer applied more force tot he wake button resolving the issue. Customer did not know why the time was incorrect. Tandem technical support was able to assist the customer in correcting the pump time from pm to am. The customer's blood glucose level was 96 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.